Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the emergency department after experiencing a fall due to a syncopal episode. Upon interrogation of the device, loss of capture and increased thresholds were noted. A right ventricular lead dislodgement was suspected. The lead was reprogrammed to maximum outputs and a lead revision was scheduled for the near future. On (B)(6) 2011, a revision procedure was performed. During the procedure, the right ventricular lead was confirmed to have dislodged into the septum. The lead was repositioned on the septum with normal measurements. However, upon removal of the stylet, the lead fell from position into the apex. The lead was repositioned; however, dislodged again. The lead was then explanted and tested on the table; upon testing, the helix mechanism could not be extracted. A new lead was successfully implanted with normal measurements. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted dried body fluid past the helix housing up through the lead lumen. The helix mechanism was retracted and cuts in the silicone insulation were noted 338-374mm from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The helix mechanism was tested and failed to extend; most likely due to the dried body fluid in the mechanism.